Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon had burst after insertion. The balloon was not inflating evenly. There was no reported patient injury.

Manufacturer narrative:
The reported issue (the balloon burst after insertion. The balloon was not inflating evenly. There was no reported patient injury) was unconfirmed, as the problem could not be reproduced. Per visual evaluation no defects were observed along the catheter. During functional evaluation the balloon was inflated with 10cc of air using a syringe and it did not deflate. Afterwards, the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe. A balloon burst was not observed during and/or after inflation. No manufacturing defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that the balloon had burst after insertion. The balloon was not inflating evenly. There was no reported patient injury.